Event description:
A journal article was reviewed that contained information regarding this lead. Multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The patient reportedly hiccuped without pacemaker stimulation. The article included the following failure modes: no pacing, lead perforation and dislodgement. The lead was removed/replaced. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "hiccup as a result of late lead perforation: report of two cases and review of the literature." Europace. July 1 2009;11(7):963-965.